Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unknown date involving a transpac® IV monitoring kit w/safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 03 ml squeeze flush device, macrodrip (pole mount) un-bonded. It was reported that there has been between 15-40 of the transducers breaking using the transpac IV product portfolio at baylor st. Luke¿s. It seems that the breaking is happening under the zeroing stop cock and at the luer lock connection going to the patient above the zeroing out stop cock. There was unknown patient involvement, and unknown human harm.